Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent r tkr on (B)(6) 2021, revised on (B)(6) 2021 due to infection. Insert replaced for one of the same size. (B)(6).